Manufacturer narrative:
This device was not returned to the manufacturer.

Event description:
The dentist reported the abutment gold screw fractured at site #31 while trying to take off abutment/crown fixture. The dentist attempted to retrieve the screw without success.

Manufacturer narrative:
The product associated with this event has not been returned for review as it remains placed. Although product has not been returned for review, the reported event has been confirmed through review of x-ray provided. The device history record for the screw could not be reviewed as no lot number was provided. A definitive root cause has not been determined.